Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient was seen on 2017-oct-09 and the implant was reprogrammed and synced to resolve the leakage. It was reported that the poor communication was resolved, and the implant was not working for the patient because it was off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was experiencing pocket site discomfort following weight loss. Revision surgery was scheduled for (B)(6) 2017. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that replacement remote as well as equipment that they had not received after surgery placement of the device resolved the leakage. It was also reported that the poor communication issue had resolved.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient called because they were having a problem with a lot of leakage. The patient stated they were taking 2 80 mg ¿lasics¿ water pills and when they would wear off, they would experience leakage. The patient also reported they were experiencing ¿pain in it¿. When asked for clarification, the patient sated the doctor found their implant battery ¿wasn¿t sitting straight¿ because of a fall they¿d had. The patient reported they were scheduled to have a revision surgery on (B)(6). The patient also noted they were very sore during the call. The patient was instructed while on the call to connect to their implant and the patient was found to be at 2.8v with the stimulation turned off. It was reviewed the stimulation was turned off and the patient was instructed to turn the stimulation back on however the patient continued to get the poor communication screen or the ¿press sync key¿ screen. The patient checked and they had regular alkaline batteries in the programmer. It was reviewed with the patient that they would not be able to increase the stimulation while the stimulation was off. The programmer would not interrogate and a replacement programmer and antenna cord was sent to the patient. The patient was directed to work with their health care physician (hcp) in the meantime regarding their symptoms. No further complications were reported/anticipated.